Event description:
It was reported to bsc/target that, "got spinnaker elite to avm, performed angio through the spinnaker (hand inject) found contrast in vertebral and avm." Upon evaluation on 9/20/2002 the catheter was found to be ruptured therefore the complaint was filed with the FDA.